Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).b5: describe event or problem - additional informationd9: device returned to MFR - additional informationd9: date device returned - additional informationh2 type of follow up: additional information/ device evaluation.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g3: date received by manufacturer - correction h2: correction.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. An external visual inspection was performed and failed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.